Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced an ischemic stroke outside of original territory. The event led to a prolonged hospitalization. The adverse event was possibly related to a thrombogenic aortic arch with thrombus detachment, during selective aortic arch catheterization. The adverse event was probably related to the disease under study and probably related to an underlying condition or disease. The event was not related to the device but was possibly related to the study procedure. The patient was undergoing treatment of a middle cerebral artery (mca), m1 clot and an anterior cerebral artery (aca), a2 clot in the right hemisphere. The pre-procedure mtici score was indeterminate and final mtici score was 3.

Manufacturer narrative:
B5: added additional information for ancillary devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ancillary devices include: sofia plus - 125 c, sofia 5f 125cm, neva 4x35, and preset lite 3x20.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had experienced cerebral artery vasospasm during the procedure. The vasospasm was present after the second maneuver with the neva stent after the first with the solitaire. They were administered 1.5mg of nimodipin i.a., and the event recovered/resolved. The event was not the result of a device deficiency. The site assessed the vasospasm as not related to the device, and caused by the procedure and the disease under study. The sponsor assessed the vasospasm as procedure related. The sponsor assessed the ischemic stroke as caused by the procedure and possibly related to the solitaire the patient had been undergoing treatment for two clots. The first was located in the m1 segment of the right middle cerebral artery, and the second was in the a2 segment of the right anterior cerebral artery. The patient's pre-procedure mtici score was 0, and post-procedure it was 3. Ancillary devices include a sofia plus catheter, sofia 5f catheter, neva 4x35 stent retriever, and a preset lite 3x20 stent retriever.

Event description:
Additional information received reported that the site updated their assessment of the ischemic stroke to not related to the device and probably related to the disease under study, an underlying condition, and the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.